Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The rack with the sample was ejected after completion of off-peak activities. A siemens headquarter support center (hsc) specialist evaluated the instrument data, and concluded that if a patient sample does not have sample to test, when trying to access the records, the instrument does not check for a null value. This throws an exception and prevents the instrument from processing the sample. Siemens is investigating this issue.

Event description:
A patient sample loaded on the dimension vista 1500 instrument was stuck in the instrument for twelve hours without processing. The sample was scheduled for albumin, carbon dioxide, calcium, chloride, enzymatic creatinine, magnesium, phosphorus, sodium, blood urea nitrogen, potassium, and cardiac troponin I testing. The laboratory ordered a redraw as the sample could not be located. A new blood sample was recollected and processed. There are no reports of patient intervention or adverse health consequences due to the sample not processing.

Manufacturer narrative:
The initial MDR 1226181-2015-00566 was filed on october 02, 2015. Additional information (02/11/2016): in an investigation conducted by siemens healthcare it was determined that the status of the sample rack is visible to the operator at all times within the vista software. Investigation determined the dimension vista software is operating by design. The instrument is performing according to specifications. No further evaluation of the device is required.